Manufacturer narrative:
The pod was received fully deployed with signs of corrosion visible through the housing. Initial attempts to download pod data were unsuccessful. Inspection found battery voltages to be lower than expected. The pcb was then removed from the chassis, cleaned, and attached to an external power supply. All attempts to download data were unsuccessful. After opening the pod, corrosion was observed on all three batteries, the pcb, and the reservoir cap. The corrosion can be confirmed as the cause of the data loss and battery voltage loss. A leak test was performed. A leak was found at the back of the nailhead of the soft cannula. This leak contributed to the observed corrosion within the device. Without data, the reported hazard alarm could not be confirmed. The exact cause of the reported hazard alarm could also not be determined.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was reported by the patient that the pod was alarming during operation.